Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: 9733437, serial/lot : (B)(6), UDI: (B)(4). H3: analysis of the returned computer confirmed the reported issue. The position sensor unit (psu) would not power on. H6: code c10 was updated to c02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative indicated the reported issue was discovered before the patient was in the room. The procedure was completed without navigation. System camera replacement resolved the reported issue.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was noted that there was an optical communication failure. The camera was offline, and it was replaced. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure was lumbar spine fusion. There was no reported delay to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that the system was beeping. The manufacturer representative reported that instruments were not tracking, and the system was displaying a ¿connection error¿ for the camera. It was noted that the beeping was coming from the surgeon monitor and the staff cart. Navigation was aborted. Troubleshooting steps were then performed. The system control unit (scu) and optical localizer (psu) were showing that they were disconnected in the tool. The usb view displayed normally and the led light near the power switch on the scu was amber. When disconnecting the audio-in cable from the I/o hub, the monitor and system stopped beeping. It was further reported that the scu was replaced but it did not resolve the issue, as the amber light on the back of the scu was still flashing. It was noted that the manufacturer representative then tried the I/o hub replacement, but it also did not resolve the issue, as the toolbox still showed a ¿no system to display¿ message. When the camera connection cable to the scu was unplugged, the tool displayed that the scu was connected, and every status was normal/as expected. The system and monitor stopped beeping when the cable was disconnected. It was noted that an internal and external scu to camera cable would be sent out, as well as a camera, and the manufacturer representative was instructed to start with the cables before replacing the camera. There was no reported impact to patient outcome and the amount of delay to the procedure was unknown.